Manufacturer narrative:
Mindray representatives were unable to confirm the reported issue. Proper operation was verified. (Wo - (B)(4)).

Event description:
Customer reported intermittent loss of the ECG signal on the passport v and trio monitor when these monitors are used in one specific room in their facility, which may have resulted in a loss of ECG monitoring. No patient injury as reported.